Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has a heating malfunction. Per follow up information received via email on 16jul2024, they repaired the device on the customer site. The issue was heating malfunction. Replaced a heater assembly. The issue was resolved.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a heater failure. The device was evaluated upon receipt. It was confirmed that the device had a heating and received an alarm 113. Replaced the heater. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a heating malfunction. Per follow up information received via email on 16jul2024, they repaired the device on the customer site. The issue was heating malfunction. Replaced a heater assembly. The issue was resolved.